Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which failed to alarm for an occlusion was not confirmed nor duplicated during product evaluation. Accuracy tests were performed and found the pump to be within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with failure to alarm an occlusion, which was identified during bio-medical testing. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.